Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2208700, model: sc-2208-70, serial: (B)(4), batch: a32865.

Event description:
It was reported that during the previous revision procedure (MFR: 3006630150-2021-04035) the physician noted that the leads had high impedances and that one of the leads were fractured and would not completely insert into port d. The patient will undergo a revision procedure.